Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Company representative reported via email that she spoke to the customer and he stated that he had a car accident due to experiencing low blood glucose of 14 mg/dl. The customer stated he was only picked up by the ambulance but not hospitalized. Customer declined transfer to the helpline.